Event description:
The customer reported that the device failed to power up. No patient involvement was reported.

Manufacturer narrative:
The factor has not yet received the device for evaluation and this complaint is still under investigation.